Event description:
Attorney advised that a pt was implanted on (B)(6) 2011 with a ti matrixmandible 8 hole curved strut plate for a fractured jaw sustained in a fight on (B)(6) 2011. Pt reported hearing a snap on (B)(6) 2011 and went to the doctor. An x-ray was taken and plate was noted as broken. Pt reported the hardware was removed on (B)(6) 2011.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.